Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Non-qualified lens model/diopter was indicated with a qualified handpiece. It is unknown if a qualified viscoelastic was used. The root cause for the reported lens damage would be related to a failure to follow the instructions for use (IFU). A non-qualified lens model/diopter was used. The lens is outside the qualified diopter range for the company specified cartridge of 6.0 to 21.0. The company 30.0 diopter lens is only qualified for use with the company specified another model cartridge. The correct cartridge is listed on the lens carton label and on the lens case label. The IFU instructs: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company specified handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, there was a scratch on lens. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.